Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that a rotaflow displayed the error message ¿stop ". No further details have been provided. Additional information has been requested but is still pending. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that a rotaflow displayed the error message ¿stop ---¿, however, the pump has not stopped. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was not investigated by a getinge field service technician. The customer stated that the rotaflow console is working without any malfunction after the treatment and the reported error message ¿stop ---¿ didn't appear anymore. No service will be performed on the device. Based on the provided video by the customer the reported failure "stop ---" could be confirmed. The reported failure was already investigated by the getinge life-cycle-engineering (lce) and the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23 which could lead to the reported failure. The review of the non-conformities was performed on 2023-11-22 and during the period of 2021-05-31 to 2023-11-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-05-31. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).